Manufacturer narrative:
No RMA has been initiated for this issue. Model m91, serial number/date code (B)(4) is approximately 4 years 5 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The power chair is allegedly not holding a charge and stopping abruptly. Error code 0811 in fault log. The motors have allegedly been replaced once and the batteries twice. Alleges that they are still having problems. New batteries help for about a month. No injury is alleged.